Event description:
A customer contacted beckman coulter inc. (Bci) regarding false high urine creatinine (crem) results generated by the unicel dxc 800 pro synchron clinical systems. Six false high urine crem results were reported out of the lab. The original samples were re-tested on a different instrument and lower results were obtained. The crem results were amended. It is unknown if treatment was initiated or withheld.

Manufacturer narrative:
Based on available information, the customer performed lamp calibration which corrected the issue. A malfunction will be assumed for the purpose of this report.